Event description:
It was reported that a specific cause for the elevations was not identified. The patient was asymptomatic. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account did not confirm significant elevations in pump power or flow. The submitted log files collectively contained data from 23:51:05 on (B)(6) 2021 through 10:38:09 on (B)(6) 2021, per the timestamps. Pump power, estimated flow, and average pi typically ranged from 3.7-5.0 watts, 3.2-6.4 lpm, and 5.1-7.5, respectively. No significant fluctuations in pump parameters were observed. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas IFU rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. There were a few elevated flows above normal parameters. It was recommended to monitor the patient for any further elevations.